Event description:
It was reported that the ilet device¿s touchscreen was cracked, resulting in a damaged display. Symptoms included no reported adverse health effects. Outcomes included no interruption in therapy requiring medical care and no impact on the user¿s health. Investigation included a review of the reported device condition and an assessment of device integrity. Investigation of this case revealed physical damage to the touchscreen consistent with user-reported breakage. It was concluded that the event was due to external damage to the device¿s screen, with no evidence of a device malfunction affecting therapy.